Event description:
The reporter did back to back blood glucose tests. Reporter's results were 91 and 152 mg/dl. Reporter did not have any symptoms. During troubleshooting, reporter had cleaned the meter three times in the past year. Reporter was not certain when the test strips had been opened. After cleaning the meter, using new strips and control solution, a test was in range 125 (94-141). No harm was alleged. Follow-up attempts to contact the reporter for further info have not been successful.